Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a heart bypass surgery. During the procedure, a magnet was placed over the implantable cardioverter defibrillator and the patient continued to receive multiple shocks. Interrogation of the device the following day showed that the implantable cardioverter defibrillator had been functioning normally. The cardiothoracic surgeon suggested that the magnet had not been secured properly over the device during the procedure. It was suspected that noise event and shocks delivered by the device were due to exposure to electrocautery caused by the inappropriately applied magnet. The patient was stable post-procedure and will continue to be monitored.